Event description:
It was reported that a sphere 9 catheter was used with the affera prism 1 system during a pulsed field ablation procedure, during pulsed field energy delivery while ablating the right veins, a temperature sensor fault was noted in the sphere 9 catheter, and the catheter was withdrawn from the left atrium through the sheath to be swapped out. Upon removal, a substance was visualized within the sphere 9 catheter. The substance was loose, 1-2mm, off-white and within the catheter. Two additional sphere 9 catheters were introduced into the left atrium for approximately 5 minutes without ablation, and substance was again noted within the catheter upon removal through the sheath. Stroke protocol was initiated and computed tomography was performed. The procedure was aborted while the patient was under general anesthesia. The patient stayed overnight and an additional day due to the event.

Manufacturer narrative:
Continuation of d10: product ID afr-00001 (unknown serial/lot); product type: 0609-catheter product ID afr-00001 (unknown serial/lot); product type: 0609-catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.